Event description:
It was reported that the customer was hospitalized with diabetic ketoacidosis. Her blood glucose was 700mg/dl at the time of admission; however, her insulin pump reportedly did not alarm. Her insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.